Manufacturer narrative:
Based on the avalaible information,this event is deemed to be a reportable malfunction. To date no additional information has been recieved. Should additional information become avalaible, a follow-up report will submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442280. Request was performed for additional information including lot number, however lot number was not provided. A complaint investigation was iniated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in process.

Event description:
Patients daughter called in stating patient accidentally removed the inset site since the tubing got removed on (B)(6) 2026.